Event description:
Edwards received notification from a sales rep that a patient with a 23mm sapien 3 valve, implanted in the pulmonic valve in valve (viv) position, was explanted after an implant duration 1 year and 1 month due to increased gradients. As reported, the 23mm s3 valve was implanted in a non-edwards surgical valve. The patient had high gradients and was symptomatic over the last year. The viv was removed and upon inspection the leaflets did not appear to be calcified. The angulation of artery and the small valve produced increased gradients. A 30mm graft placed and a 29mm s3 was implanted inside the graft.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of increased gradients was confirmed based on the provided medical record. The review of DHR, lot history and complaint history did not indicate manufacturing non-conformance contributing to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, ''patient with a 23mm s3, implanted in the pulmonic viv position, was explanted after an implant duration 1 year and 1 month due to increased gradients''. Tte revealed peak gradient of 18mmhg. It was also noted, the angulation of artery and the small valve produced increased gradients. The valve was explanted and a 29mm s3 was implanted inside a 30mm graft. As such, available information suggests that procedural factors (undersized valve) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.